Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead exhibited high capture threshold and an unspecified sensing issue. The lead was then taken out of the patient's body and was noted to be spirally bent. The lead was ultimately not used, and a new one was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported events were sensing issue, inadequate capture and bent spiral on lead were not confirmed. Final analysis found that as received, a complete lead was returned for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead did not find any other anomalies.